Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified that the module icons on the ccm displayed red xs. The power manager board was replaced. The unit operated to the manufacturer's specifications. During the laboratory analysis, the product surveillance technician (pst) connected the power manager board to a lab use only (luo) power manager board test platter, powered on and the splash screen displayed a 'system power fail' message. The 5 volt (v) failed in the self test mode due to being too high. After several reboots the pst observed the 5v to be fluctuating. Due to one of the 5v fluctuations the pst observed the d30 diode was damaged. It was determined that the 5 volts direct current (vdc) balance circuit was defective.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a red x on all modules. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.